Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead experienced non-sustained episodes with oversensing. In addition, increased threshold was noted. The physician suspects this is the beginning of lead damage and the patient will continue to be closely monitored. The rv lead remains in use. No patient complications have been reported as a result of this event.